Event description:
The user stopped reacting to sounds. A re-insertion surgery was scheduled for (B)(6) 2024. Per additional information received on 13-oct-2024, the electrode lead was cut off unintentionally during the surgery, leading to the explantation of the device. Reimplantation is planned at a later date. No date has been scheduled yet. According to implant registration information a complete active electrode insertion was achieved at initial implantation.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. According to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. A re-insertion surgery was performed during which the device was inadvertently damaged. The damage was confirmed during device investigation. This is a final report.

Event description:
The user stopped reacting to sounds. A re-insertion surgery was scheduled for (B)(6) 2024. Per additional information received on 13-oct-2024, the electrode lead was cut off unintentionally during the surgery, leading to the explantation of the device. Re-implantation will be conducted as soon as possible. No date has been scheduled yet.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user stopped reacting to sounds. A re-insertion surgery was scheduled for (B)(6) 2024. Per additional information received on 13-oct-2024, the electrode lead was cut off unintentionally during the surgery, leading to the explantation of the device. Re-implantation will be conducted as soon as possible. No date has been scheduled yet. According to implant registration information a complete active electrode insertion was achieved at initial implantation.

Manufacturer narrative:
Additional information: according to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. A re-insertion surgery was performed during which the device was inadvertently damaged and explanted. The concerned device has not been received for investigation.